Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increased capture threshold was observed. Programming changes were made. There were no complications and the patient will be monitored closely.